Event description:
As reported by edwards japan affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the commander delivery system was advanced into the sheath and became stuck in between the esheath+ and the hemostatic valve. When delivery system was almost advanced in aortic arch, the operator realized a part of valve was bent under echo. It was decided that the valve should not be used. The device was withdrawn. A 2nd esheath+ was inserted with a 2nd delivery system. The 2nd valve was deployed successfully.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned. Imagery was provided by the site and revealed the following: patient's access vessels had present of calcification and tortuosity. One strut bent outward approximately 180 degrees at the inflow side. The returned device was visually inspected for any abnormalities and the following was observed: crimped valve - one strut was bent outward approximately 180 degrees at the inflow side. Post-expanded valve - one bent strut remained. Valve frame was canted/distorted. Multiple struts exposed through skirt, it was normal after crimped and used. Leaflets wrinkled, torn and dehydrated due to storage condition (prolong crimping) during the return handling process. No functional or dimensional testing was able to be performed due to device return condition (frame canted/distorted). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on provided imagery/ returned device. A review of the device history record, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As reported, "the delivery system was advanced into the sheath, and got stuck in between sheath and hemostatic valve. The resistance was strong. With slight withdrawal of the esheath+, the commander delivery system was pushed with strong force. Eventually, the delivery system was able to be advanced. When the delivery system was almost advanced in aortic arch, the operator realized a part of valve was flipped and bent under echo. Per imaging evaluation, the patient's access vessels had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to high resistance and push force. So, if excessive force is applied to overcome the high resistance and push force, it can lead to the valve struts interacting the sheath shaft resulting in a bent strut. Per training manual, "push force can vary due to angle of insertion, the transcatheter heart valve (thv) size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. No device or labeling problem was identified during the evaluation. Therefore, no further corrective preventive action nor product risk assessment escalation is required.